Manufacturer narrative:
D.4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server user was unable to override and pull medications for a temporary patient on the test cabinet (test-med1), as the remove med button was grayed out, prevented medication removal. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.